Event description:
It was reported that the patient received multiple inappropriate therapies due to oversensing. A magnet was placed over the ICD to prevent further shocks. Previously the patient had vt ablation for slow ventricular tachycardia.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.